Event description:
It was reported that dislodgment of the right atrial (ra) lead was observed. A revision procedure was performed and the ra lead was successfully repositioned to resolve the event. The patient was in stable condition.